Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6)2015. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the transmitter (65lam) was provided for evaluation on (B)(6) 2015. The device was visually inspected and no defect was found. The device failed functional and battery voltage testing. The complaint is confirmed. The root cause was confirmed to be a defective transmitter.